Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery gauge was observed to be jumping. The customer reported the battery depleted quickly from 50% and the pump shut off. When the pump was powered back on the battery gauge displayed 55%. The customer's blood glucose was 84-92 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.